Event description:
It was reported via repair work order that the cot retaining post is missing and the cot is leaning due to a damaged inner tube frame. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.